Manufacturer narrative:
The field service engineer (fse) found a hole in the tubing through pinch valve vl107b. The fse ran the instrument but did not observe any vls errors. The fse replaced the tubing through pinch valve vl107b and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak inside the coulter lh 750 hematology analyzer. The instrument generated vls errors when the leak was noticed. The volume of the leak was 10 ml and was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.